Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m219037 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m219037 and test base part number 192-430 / lot m219037. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m219037 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance. H3 other text : device discarded, single use.

Event description:
The customer reported a conflicting result with ID now covid-19 assay on nasopharyngeal sample on (B)(6) 2023. The customer received 2 positive results, and a negative result after 30 minutes with another ID now covid-19 instrument. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a conflicting result with ID now covid-19 assay on nasopharyngeal sample on (B)(6) 2023. The customer received 2 positive results, and a negative result after 30 minutes with another ID now covid-19 instrument. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.